Manufacturer narrative:
Device received with broken reservoir tube lip noted. The test reservoir was able to lock in place. Device received with no button response on act keypad due to flattened dome switch. Connector was inspected and locked on lcd board. Unable to verify motor error, charge battery last less than expected, low battery alert and failed battery test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose level was unknown. The customer reported that the act button was smashed and had to press really hard to respond, had to change out batteries more frequently, received failed battery test and had motor error a couple of times. The insulin pump will be returned for analysis.